Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the dxa instrument and identified the probable cause as a defective expander board. The fse replaced the expander board to resolve the issue. Section a2, a3, a4, a5 and a6: information not provided by customer. The beckman coulter internal identifier is (B)(4).

Event description:
The customer reported samples were stuck in the dxa centrifuge and the centrifuge door would not open. The customer reported a sample was lost requiring a redraw of the patient sample. The customer stated there was a delay in result and delay in treatment. There was no report of harm or death associated with event. No further information was provided regarding the delay in treatment. The customer did not provide patient data or demographics.